Event description:
The customer reported that the device was not detecting the test load.

Manufacturer narrative:
(B)(4). The customer reported that the device was not detecting the test load. The customer localized the issue to a failed pads cable. Replacing the pads cable resolved the issue.